Manufacturer narrative:
Pump was received with broken battery tube threads, cracked case along the battery tube, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack on the body of the pump. The customer stated that the plastic next to the reservoir compartment broke. The product was returned for analysis.